Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, lot#: (B)(4), serial# implanted: (B)(6) 2019, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 21-jun-2020, UDI#: (B)(4). Product ID: 8709, serial/lot #: (B)(4), ubd: 20-oct-2007, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 1 mg/ml at 0.4803 mg/day, ropivacaine 4 mg/ml at 1.9210 mg/day, and saline 4.5 mg/ml at 2.1611 mg/day via an implantable pump with simple continuous dosing for an unknown indication for use. It was reported that the patient came in on (B)(6) 2020 for a routine drug pump refill. When the nurse emptied the pump she withdrew 40 ml of fluid instead of the expected 3.6 ml. It was also reported that the expected volume was 4.3 ml, clarification is being requested to determine the correct expected volume. It was reported that the catheter was occluded, but not known on which catheter the occlusion was. The patient's pump was emptied and refilled today. Logs were checked and the doctor on call was spoken to and the patient's pump was put on minimum rate. Pump logs were provided and there were no issues seen in the logs. There were no reported patient symptoms. Surgical intervention did not occur and it was asked, but unknown if any was planned. The hcp was contacted for additional information and reported that they were not able to comment as they were not fully aware of the scenario. At the last refill visit the patient apparently had issues with her pump moving and queried flipping. She did have surgery to reposition the pump at the end of (B)(6). The issue was not resolved at the time of this report. The patient status was alive - no injury.